Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
Hosp reported that during fluid/air exchange no air was provided. Water/air tubing was exchanged and everything went well. Pt impact was unk. Additional info has been requested.